Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2017-07214. It was reported the patient was not receiving effective stimulation coverage from the scs system. Diagnostic testing revealed high impedance values on multiple lead contacts. As a result, the patient underwent surgical intervention wherein the 2 model 3189 leads were explanted and replaced with one lead. In addition, one of the patient's thoracic lead reflected a high impedance values. However, reprogramming was able to resolve the issue. Effective therapy was restored following the procedure.